Event description:
Additional information was received which indicated that 2 units of blood were provided as result of the right femoral artery bleed. Approximately 36 days following the anemia onset it was considered resolved.

Manufacturer narrative:
Updated/corrected data: a1, a2, b5, h6, conclusion: vascular access related complications, such as bleeding, hematoma, and perforation are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the delivery catheter system (dcs) and the transcatheter aortic valve implantation procedure were contributing factors to the bleeding event, however an assignable root cause of the vascular complication could not be determined and the relationship to the dcs could not be established. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. A conclusive cause of the hypotension could not be determined from the information available. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: b5. Second paragraph b6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant procedure for this transcatheter bioprosthetic valve, while still in the operating room (or), bleeding was noted at the right femoral access. This resulted in the need for a non-medtronic femoral artery device used for vascular compression and closure. A computerized tomography (CT) coronary angiogram was performed of the abdominal and pelvis regions and revealed a large retroperitoneal hematoma, 19 cm x 10.6 cm x 9.4 cm. The patient was emergently brought back to the or, the non-medtronic femoral artery device was removed, and an 8 mm x 59 mm stent was deployed at the site of the hemorrhage. The final angiogram confirmed resolution of the extravasation site. While in the or, the patient was noted to be hypotensive (78/49 mm hg) following rapid pacing and one unit of packed red blood cells were transfused. The patient was transferred to the intensive care unit post-procedure and medication was administered via intravenous therapy. The patient was noted to have hemorrhagic shock secondary to the right common femoral artery hemorrhage. No additional adverse patient effects were reported. Additional information was received that vascular access was achieved via the right femoral artery. On the second post-operative day, the patient was weaned off all vasopressor medication with a blood pressure of 107/53 mm hg; the patient was reported to be recovered. Per the physician, the delivery catheter system and the transcatheter aortic valve implantation procedure were contributing factors to the bleeding event and further noted partial hemodilution was suspected.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed.  Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant procedure for this transcatheter bioprosthetic valve, while still in the operating room (or), bleeding was noted at the right femoral access. This resulted in the need for a non-medtronic femoral artery device used for vascular compression and closure. A computerized tomography (CT) coronary angiogram was performed of the abdominal and pelvis regions and revealed a large retroperitoneal hematoma, 19 cm x 10.6 cm x 9.4 cm. The patient was emergently brought back to the or, the non-medtronic femoral artery device was removed, and an 8 mm x 59 mm stent was deployed at the site of the hemorrhage. The final angiogram confirmed resolution of the extravasation site. While in the or, the patient was noted to be hypotensive (78/49 mm hg) following rapid pacing and one unit of packed red blood cells were transfused. The patient was transferred to the intensive care unit post-procedure and medication was administered via intravenous therapy. The patient was noted to have hemorrhagic shock secondary to the right common femoral artery hemorrhage. No additional adverse patient effects were reported.

Event description:
Additional information received indicated the event involved a retroperitoneal hemorrhage. This hemorrhage resolved the same date as onset.

Manufacturer narrative:
Updated/corrected data: b5, d4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.